Event description:
Customer reported that the system is experiencing a reset during exam failure. The system showed the "stop sequence timeout" error message. Customer reportedly had to cycle power on the system during a case to continue with the case. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.